Manufacturer narrative:
(B)(4). No related complaint received with the return of device. Failure observed during analysis. Final analysis found a partial connector portion of the lead was returned for analysis. An external insulation abrasion breaching the outer insulation and exposing the outer coil at 11.3 - 11.4 cm from the connector pin. Abrasions are consistent with constant friction with other implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.